Event description:
It was reported that the customer had a a64 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer is assisted in performing self test but the test failed. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The device had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.